Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damages, but the most effected part was the screen; it had scratches from being in the customer's pocket. The customer's blood glucose was 120 mg/dl. Also, the customer mentioned that they had a broken belt clip. The discontinuation of the device was advised. Nothing further was reported.